Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon complete of the evaluation.

Event description:
It was reported that the customer received multiple buttons alarms, and the screen on quick bolus button is loose and toggles back and forth.